Event description:
A customer reported that during vitrectomy surgery, the equipment did not operate upon activation of the silicone oil injection. Following a surgical delay of 30 minutes, the surgeon completed the procedure by using manual injection technique. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).